Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/20/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and a haptic detached, which is consistent with a lens that was handled during explant. The lens was cleaned, cosmetic issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 4/8/2021 and 6/9/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was explanted from patient's right eye due to refractive surprise. No medical/ surgical interventions such as vitrectomy, incision enlargement or sutures were required. The replacement lens used is a different model zct225 and diopter 22.0. The event was observed during post operative examination. No further information available.